Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. No blank display noted. Unable to perform any tests due to motion sensor test failure alarm. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The insulin pump would not rewind. Customer's blood glucose level was 135 mg/dl. The customer was not able to perform the displacement test. The customer was advised that the device would be replaced and agreed to return the product for analysis.